Event description:
While administering his subcutaneous injection, the needle began leaking where the actual needle attaches to the plastic holder, not at the luer lock - was not from tightening needle to syringe.